Event description:
It was reported that a dakota basket was used during a ureteroscopy procedure. During the procedure, the basket broke off and the end effector wire detach completely from the grasper inside the patient. The wire had to be retrieved with a second basket and no pieces were left inside the patient. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket wire detached. Block h11: investigation results the returned dakota was analyzed, and a visual evaluation noted that the handle returned in good condition. However, the grasper returned completely detached from the device. It was also noted that, the strain relief was bent. Microscopic examination was performed under magnification, and it was noticed that the strain relief returned stretched indicating it was submitted to tension. Additionally, the sheath was bent in the center. The grasper was completely detached and only two grasper wires left attached to the sheath. It was also found that the grasper wires are broken, however, there is evidence of glue in the grasper indicating it was attached to the sheath initially. With all the available information, boston scientific concludes that the reported event was confirmed. These could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could cause all the damages observed. Taking all available information into consideration, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket wire detached.

Event description:
It was reported that a dakota basket was used during a ureteroscopy procedure. During the procedure, the basket broke off and the end effector wire detach completely from the grasper inside the patient. The wire had to be retrieved with a second basket and no pieces were left inside the patient. The procedure was completed with another of the same device with no patient complications.